Event description:
Additional information was received reporting that the patient was currently still at home with only one active lead. They are an ocd patient and it takes some time for them to notice any change (whether better or worse). At the moment, the patient doesn't notice any difference. Therefore, no action is planned at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext, serial# unknown, product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient received a slightly modified setting of the parameters under which their symptoms were controllable (as far as this was possible on site, due to ocd). However, over the months, there was not enough symptom control established, and switching to other electrodes was not possible (not tolerated, not enough symptom control). Due to an upcoming replacement of the implantable neurostimulator (ins), troubleshooting of the extensions and, if necessary, their replacement will be carried out at the same time. The impedance disturbance has existed for a long time (even before the last ins change, patient tends to self-harming behavior, several accidents). During the upcoming replacement/troubleshooting on (B)(6) 2025, a change to a new rechargeable ins will be made.

Manufacturer narrative:
Continuation of d10: product ID 3389-40, serial# unknown, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on november 6, a troubleshooting was performed. At the physicians request, the ipg was replaced immediately (from percept pc to percept rc), with impedance on the right side remaining elevated at 3 levels. The extension was then replaced, but direct testing of the lead was rejected for the time being. Replacing both extensions was difficult due to scar tissue and fused extensions, which had to be cut off. Exposing the connection to the electrode was a complex process. After the connection was made, all impedances on the right side were elevated (above 25,000 ohms). Repeated disconnection and cleaning were unsuccessful. Direct testing of the lead showed increased impedances at all levels. They finished the surgery. Left hemisphere activate, right off. The left hemisphere has been activated, while the right remains off. We are waiting to see how the patients tourette's develops. Then a decision will be made as to whether to operate and, if so, whether to replace only the extension or to switch to a complete sensight system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient has out of regulation (oor) message on the patient handset when trying to increase left hemisphere. The session report indicated that the right hemisphere was using electrode 11, which had an unusual high impedance, which would explain the rather short estimated longevity of 9 months from today. The session report also showed monopolar contacts 8 and 10 had investigate impedances and bipolar contact 8/11. It was also reviewed the right hemisphere electrode was at 4.2 ma and 4,000 ohms. It was reviewed that group b does not use electrode 11 so there should be no oor. They should discuss either a re-programming or surgery for the right hemisphere.